Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported the customer's blood glucose was running higher than normal. The customer also reported that it would take five to six calibrations before he could get an accurate reading on his sensor. The customer also reported an infusion set leak. Customer declined to troubleshoot. The customer's blood glucose was also unknown. No additional information provided.